Event description:
It was reported that the post on size 11 corail broach is damaged. Unable to seat neck trial. Loan set, damaged tag attached. Was surgery delayed due to the reported event? - no, was procedure successfully completed? - unknown, were fragments generated? - unknown, if yes, were they removed easily without additional intervention? - unknown, patient status/ outcome / consequences - no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - unknown, is the patient part of a clinical study - unknown, (B)(4). Device property of - none, device in possession of - none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: post on size 11 corail broach is damaged. Unable to seat neck trial. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the broach corail amt 11 was heavily stripped from the connection post, assembling problems are most probably caused due to this condition. No other issues were observed. The observed condition of the device can be attributed to a combination of heavy usage and due to the taper not being seated all the way into the mating device before usage. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Additional information received. Can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction. Stripped. Were any fragments generated? If so, were they removed without any additional intervention? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.